Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified and mildly tortuous anatomy resulted in the reported difficult to remove and ultimately resulted in the reported polymer material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the popliteal artery. During use of the command es guide wire in the anatomy, the coating stripped off, causing the guide wire to become entrapped within the balloon catheter. The guide wire and balloon catheter were then removed together. A new guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.